Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery, it was observed that the motor device was heating up. There were no delays to a planned surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; it was stated only that the event occurred during (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional and assessment revealed that the device failed the thermistor assessment and the lock sleeve was stiff. It was determined that this was a result of breaking down the potting covering the electrical part of the flex circuit caused by immersion during cleaning of the unit. Therefore, the reported condition was confirmed. The assignable root cause was immersion during cleaning, which is failure to follow the directions for use and is misuse, abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.